Event description:
On (B)(6) 2011, the patient's father reported the up button of the patient's infusion device is not "as firm" and has "more give" than the down button. He noticed the issue a couple of days ago while searching through the infusion device menu. He stated the up button always functions when pressed. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.